Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. Patients are warned that improper disconnect during therapy or disconnected disposable tubing can cause the alarm. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed if additional relevant information is received.

Event description:
It was reported that a patient had a system error (se) 2240 during peritoneal dialysis (pd) therapy, which occurred on the homechoice (hc) during drain 4. The home patient (hp) reported that they had to use the bathroom so they disconnected. They did not cap off the patient line, alarm occurred and hp reconnected. The technical service representative (tsr) explained the alarm and helped the hp to clear the alarm by cycler power the hc. A system error (se) 2367 alarmed. The tsr helped hp to retrieve the cassette and advised hp to let the registered nurse (rn) know about the alarm. The tsr reviewed the proper procedure with the caller as per user manual and the hp will continue therapy with new supplies. There was patient involvement and there was no patient injury or medical intervention associated with this event.